Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, on the third inflation at nominal pressure for five seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.